Event description:
It was reported that there was an air leak in the transfer arctic gel pad. The issue was resolved by replacing it with another set. The issue was detected during operation. The packaging has been discarded, and the batch number was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an air leak in the transfer arctic gel pad. The issue was resolved by replacing it with another set. The issue was detected during operation. The packaging has been discarded, and the batch number was unknown.